Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation valve was replaced to address the issue. There were no particles observed during the evaluation.